Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. Retained devices were also tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes, and again all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Although requested, devices not returned. Pending results of investigation. See MDR 2027969-2021-00104 for patient 1 and MDR 2027969-2021-00105 for patient 2.

Event description:
Unspecified date: false positive results 3x on three separate patients on the cardinal health rapid test hcg combo kit. Confirmatory serum quant performed on the ortho vitros provided negative results (exact results not provided). Two of the three patients were older, which is why results were initially questioned (unable to specify which patients were the older patients and the exact age). This MDR is to document the event pertaining to patient 3. Although requested, no further information was able to be provided. Please refer to MDR 2027969-2021-00104 for patient 1 and MDR 2027969-2021-00105 for patient 2.